Manufacturer narrative:
Concomitant medical products: product ID: 3037,serial#: (B)(4), product type programmer, patient; product ID: 3889-28, lot#: (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
The health care provider reported that the patient experienced a sudden loss of therapeutic effect and a sudden loss of stimulation. It was indicated that patient's system was working well up until about 2012, which was the last time the patient saw health care provider (hcp). The hcp noted that the patient did not have a patient programmer and had not checked on her implantable neurostimulator (ins) since likely that 2012 timeframe. The hcp interrogated ins and found a power on reset (por) condition .it was confirmed that the ins was off and at 0.0v. It was reported 4 days later that the cause of the por was not determined. It was also noted that the patient was getting 50% or greater symptom reduction. Patient needed reprogramming. The patient had lost their programmer and the hcp rebounded to a different one and reprogrammed. The patient outcome was reported as unknown. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.